Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for being inappropriately shocked. The implantable cardioverter defibrillator (ICD ) detected the rhythm as ventricular fibrillation (vf) but the rhythm was indicated to be atrial fibrillation (af). It was also noted that there was occasional undersensing on the right atrial (ra) lead. Reprogramming occurred and the device and lead remain in use. No further patient complications have been reported as a result of this event.